Manufacturer narrative:
The hill-rom technician found the left caregiver board malfunctioning. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left caregiver board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed would go into chair position on its own. The bed was located at the account in c602. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).